Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event it. Was reported that during an unspecified surgical procedure it was observed that the universal battery charger device did not fully charge the battery devices even though the green light was present. It was reported that during pre-surgery set-up, it was observed that the first universal battery charger device would not charge the batteries devices, but would light up. The batteries were being checked for a procedure scheduled for the following day. Therefore, the second battery charger device was used to charge the batteries. It was not reported if there were any delays to the planned surgical procedure. It was noted that the surgeon completed the case by hand with no power tools. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.